Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The broken part was not retrieved and remains in the canal. Further treatment is planned. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: an unused waveone gold primary file 25mm was returned. Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1899740). The unused file evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.